Event description:
Complainant alleged that the medics were responding to a call for a patient who was in cardiac arrest. Multi-function electrodes were applied to the pt. The medics then powered up the device, but at this point the unit began to charge on it's own without first analyzing the patient's heart rhythm and the device was in AED mode. The medic then turned the device to manual mode and the device functioned properly. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.